Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Corrected MFR. Site ID. This regulatory report was inadvertently submitted as it is a duplicate of the complaint submitted under mfg report number 2182208000-2010-00292 on (B)(4) 2010. Respectfully, this regulatory report is being redacted accordingly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was a request for cable replacement due to a possible conductor fracture. It was further reported that there were no patient complications as a result of this event.